Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2023, when using the t-handle to insert a reaming rod it was noticed that the device was not properly locking onto the wire. On further inspection the device mechanism was reported as broken. This had no impact on patient safety or procedure as they were able to open an alternative product and complete the procedure. No further information is available. This report is for a universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.